Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at around 8:01am, the patient was in his dormitory when his roommate tried to wake him up for school the roommate was unable to wake him so he called the patient's mother. The mother stated the patient seemed very drowsy and was unable to get up, eat or drink. She called 911 and when ems arrived, they checked that patient's bg and it was 22 mg/dl while the cgm was 100 mg/dl. Emt attempted to give the patient glucose tablets but the patient was unable to chew or swallow due to being unconscious. They administered IV glucose. After treatment, the patient's bg began to increase slowly and the patient became alert. Ems monitored the patient until his glucose levels were stable. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.